Manufacturer narrative:
Reported device marketed in the u.s., only for veterinary use, however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the suture used for skin closure got torn open in the middle. In the 4 cases (dogs) in which the incident occurred, the thread did not get torn at the knot nor the knots were eager to move. In most cases it happened the day after surgery. All medwatch submissions related to this report are: 3003639970-2022-00251 and 3003639970-2022-00252. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received (B)(4) different cases of this code-batch regarding the same issue from the same end customer. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze the (B)(4) cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 5.03 kgf in average and 4.67 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). On the other hand, degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the results fulfill b. Braun surgical (bbs) requirements (> 0.60 kgf) results: 3.15 kgf in minimum and 3.50 kgf in average. These values are in the usual range for this thread and size. We have also tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. As stated in the warnings/precautions of the instructions for use of the product, bringing monosyn® in contact with alcohol based or oxidizing preparations might damage the integrity of the suture. When working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. On the other hand, as for any sutures after implantation, the following side effects mentioned in the instructions for use of the produc may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.